Manufacturer narrative:
(B)(4)

Event description:
The customer contacted philips healthcare to report that device displayed an error message &#49413;vice error, requires service&#56224;there was no patient involvement.